Event description:
Pt had initial laparoscopic surgery on 11/15/94. Pt returned on 11/26/94 and required surgery for release of adhesions and small bowel obstruction. Surgeon's note states: at the point of obstruction, there was a single tiny staple which was in the mesentery of the small bowel right below where the point of obstruction was visible. The significance of this small staple is not known, but it adds to the possibility of the bowel being kinked on an access created by the extent of the stapling of the mesentery to the point of uterine resection. Surgeons have stated that incomplete closure of the staples when fired and "dropping off" of staples has occurred and been reported to the MFR. It is unknown if this staple was the cause of the single adhesion which formed in the postoperative period following the lavh.